Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's freestyle libre sensor "stopped working" and she was unable to obtain readings. As a result, customer experienced symptoms described as "shaky, sweaty, and cold", and had contact with an hcp who administered what the customer believed to be intravenous glucose for treatment of hypoglycemia. There was no report of death or permanent impairment associated with this event.